Event description:
It was reported that prior to a recanalization procedure in the superficial femoral artery via an ipsilateral antegrade approach, the guidewire was allegedly unable to load through the catheter. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the crosser cto recanalization catheter products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheter products are identified in d2 and g4. Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing-related cause for this event. Investigation summary: one 14s crosser cto recanalization catheter was returned for evaluation. During a visual evaluation, no anomalies were noted to the transducer handle or saline hub and marker band. Material separation was noted between the outer catheter and the distal tip. No functional testing was performed due to the condition of the device. Therefore, the investigation is confirmed for the material separation, as the tip had a material separation. However, the investigation is inconclusive on the device-device incompatibility issue as functional testing could not be performed due to the condition of the device. A definitive root cause for reported device-device incompatibility and identified material separation issues could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.